Event description:
In 2004, a clinical incident involving an super turbo vac arthrowand was reported to arthrocare corporation. The reported incident involved an acl reconstruction procedure in which during the procedure the patient sustained a second degree burn 5 inches in size below the surgical site (patient's knee). The patient was treated with silvadene cream. Patient did not return for follow up visit. No additional information is available.